Event description:
It was reported that the tip of the instrument was broken. No details were provided regarding whether the instrument was damaged during surgery, instrument handling, or during cleaning and sterilization. No patient harm was reported. No adverse outcome or injury was reported.